Manufacturer narrative:
Evaluation summary: surgical notes were received for the implant surgery on (B)(6), 2011 and the revision notes from (B)(6), 2013. Implant surgical notes indicate that the pt has varus mal-alignment of the right knee with medial compartment arthritis. Intra-operatively it was determined that the pt had varus collapse of the mcl. A contraindication for use of the lps flex knee is instability caused by the collateral ligaments. The revision surgical notes indicate the pt had an issue of mcl instability. It is indicated that the mcl stripped from the bone 6cm distal to the joint line. Bone staples and sutures were required to affix the mcl to the tibia prior to closing. It is likely that the pt's knee failed as a result of the deficient mcl. Evaluation: it is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It is reported that the pt was revised for unknown reasons.